Event description:
It was reported the patient arrived at the hospital in ventricular fibrillation. The arrhythmia was terminated by external shock. X-ray revealed the lead had dislodged. Patient was reported to be in a coma. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe was distorted/bent. The helix appeared to be blocked by the guidetooth. There was a tip seal observation, and the lead exhibited apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.